Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: the event date is listed as (B)(6) 2016, but it is month and year valid only. It was further reported that the patient had a chronic deep ventricular assist device (vad) port infection of driveline exit site with propionibacterium acnes. The patient was put on cefadroxil 500 mg twice daily for chronic suppression for six to seven months. They developed a change in drainage and they had repeat of cultures with recommendation of starting daptomycin 600 mg daily for empiric coverage of gram positives and mrsa and continuing cefepime 2 g twice a day for empiric coverage of gram negatives and pseudomonas. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03140. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a device related infection.  No additional information could be obtained via follow up.  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.